Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging a leur lock issue. The patient did not allege any harm or injury because of the alleged issue. The patient claimed that after the pump was dropped, the tubing became disconnected at the leur lock of the cartridge. The patient indicate that the tubing and cartridge were tightened properly. The alleged issue was not resolved with troubleshooting. The cartridge was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the tubing became disconnected from the cartridge at the leur lock connection after the pump was dropped. At this time it is unknown if the issue was specifically a cartridge and/or tubing issue. However, there is no evidence that the alleged issue contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. There were no defects found with the returned cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4) - device evaluation: the cartridge cap has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: investigational testing of the subject cartridge cap revealed that the cap was able to be fully tightened onto a test pump with no issues found. Testing was unable to confirm or duplicate the complaint.